Manufacturer narrative:
The event of pneumothorax is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pneumothorax, ""examination confirmed the left implant was sitting higher", "patient wanted larger breast".

Event description:
Patient representative reported for left side "pneumothorax", "felt implant was too small and too high", "examination confirmed the left implant was sitting higher", "patient wanted larger breast". The device has been explanted.